Event description:
It has been reported to philips that the wireless pedal was not working and the wi-fi indicator was red. The system was not in clinical use when the issue was identified. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
It was identified that this is a duplicate complaint from an already reported complaint. The investigation was addressed in (B)(4). This complaint will be closed as duplicate.